Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an impantable collamer lens (icl) implantation procedure, the patient experinced low vault. The lens was removed and replaced at a later date for a same length lens implanted vertically. It has been noted that the surgeon selected a different lens size than that initally suggested by the icl calculation software. Therefore, there is not enough safety and effectivness data to support implantation in this patient category. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Correction- b5 - a healthcare professional reported that following an impantable collamer lens (icl) implantation procedure, the patient experinced low vault. The lens was removed and replaced at a later date for a same length lens implanted vertically. Problem was resolved. Cause of the event is unknown. Product evaluation- h3 - the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was removed and replaced at a later date for a same length lens implanted vertically. Problem was resolved. Cause of the event is unknown.